Event description:
Additional information was received from a manufacturer representative (rep). Patient¿s spinal cord stimulator stimulation programs were setup by rep, and patient had temporary relief before reporting that he was not feeling stimulation on right side, and he was feeling stimulation in his stomach. Rep made adjustments to minimize stimulation in that area. After reprogramming a few times, and not being able to achieve paresthesia on patients right leg, we requested the healthcare provider (hcp) take an x-ray to determine if leads had migrated. Hcp determined that leads had migrated and that due to complex anatomy he would be referred to neurosurgeon for revision consult. The patient was referred to neuro for lead revision consult. Patient not yet scheduled for procedure. The issue is not resolved yet. The only information confirmed at this time is the pending lead revision procedure. [See 709009210 for omitted information on bladder issues].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep). It was reported that patient had neuro consult on monday (B)(6) 2026 for revision of percutaneous leads to paddle with laminectomy. Patient is moving forward with procedure, and office is beginning the approval process. The patient did not want to turn their current spinal cord stimulator off, and patient refused option to try and reprogram in person.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced lead migration as indicated by imaging and physician assessment. The patient reported no stimulation on the right side and dissatisfaction with the overall stimulation and pain relief compared to the trial period. X-rays were taken of the current lead placement. The pain management provider and implanting physician confirmed lead migration and referred the patient for a neurosurgical consult for possible lead revision. The issue was ongoing, and no further action had been taken at the time of reporting. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 16-jul-2029, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 06-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.